Event description:
It was reported that during a follow-up, t wave oversensing was observed. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.